Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received at a later date, a supplemental report will be filed.

Event description:
The customer reported that the unit failed performance verification testing for oxygen accuracy. The customer reported there was no patient involvement. The event date was not specified; estimate used.